Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
Consumer reported shortly after inserting a tampon she saw the string had detached from the tampon. She was unable to remove the tampon and went to urgent care the same day where the tampon was removed. She was not prescribed anything and was doing well.